Manufacturer narrative:
(B)(4). The device was received and investigated. A gripper line break was observed. The reported gripper arms actuation issue was not confirmed as they actuated properly with no issues using a proxy gripper line. The reported entrapment of device or device components-clip caught on chordae could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported entrapment of device and the observed gripper line break could not be determined. The reported gripper actuation issue appears to be related to the observed gripper line break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue and clip entanglement. It was reported mitraclip procedure was performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. It was noted that the patients blood pressure dropped due to the general anesthesia. It was decided to place the clip more medial; however, when attempting to reposition the clip, it was found that the grippers were staying down while the gripper lever was in the up position. While retracting the clip from the left ventricle to the left atrium, the clip became caught on the posterior leaflet chordae. The patient was transferred to surgery. During surgery, the clip was carefully removed from the chordae, and the cds and guide were extracted from the groin. Mitral valve replacement was then performed. There was a clinically significant delay during the procedure. No additional information was provided.